Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during central processing, the black vinyl covering the conductors was found to be peeling off a maryland bipolar forceps instrument. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the insulation on the black cable was damaged. The instrument is available for isi. There are no photos or videos for isi to review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Detached fragment was observed. A piece(s) measuring proximately 0.5 mm x 0.5 mm in size was not returned with the instrument. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. No thermal damage was found on the instrument. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.